Event description:
It was reported that an 8f angio-seal device was deployed in january, 2001. 7 days later, the pt complained of tenderness and redness at the insertion site. The physician believes that this is an allergic reaction and not an infection and the pt is being treated with antibiotic and steroids.